Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came in for a total knee and asked about his metal on metal hip. Upon an MRI they determined that he had a bit of scalloping of the trochanter and some lyric change. Surgeon determined it best to remove the metal poly and swap out the head as well. While trying to remove the metal liner they damaged the existing cup rim with the new metal on metal disimpactor. They then decided to remove the cup and implant a new one because of the damage. A poly liner, sector cup and metal head was implanted. Doi: unknown, dor: (B)(6) 2021, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.